Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a knee arthroscopy procedure the hand control became warm. The procedure was completed with this device. No patient injury or complications were reported.

Manufacturer narrative:
This event was previously reported on 1643264-2016-00216 ((B)(6) 2016) and was duplicated on this MDR. This event has been fully captured and reported on the previous report.